Manufacturer narrative:
Updated information: d4. UDI number updated.

Manufacturer narrative:
D1 (brand name) and d4 (serial) has been updated. Asae/major bleed: the root cause of the access site adverse event was not determined due to insufficient clinical details.

Event description:
A 62-year-old female was admitted with acute decompensated heart failure. An impella 5.5 was implanted. She developed increased jp drainage prompting blood transfusion. A right axillary washout was performed on (B)(6) 2025. The patient continued to need full vasopressor support. The family opted to withdraw care and the impella was discontinued.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.